Event description:
A social media monitoring agency reported via e-mail on 2/5/2019 that a patient alleged "ultherapy caused a permanent dent near my eye. I won an $800 value door prize from [provider's name redacted] and left with zero results and a noticeable dent" via facebook post. No further information was obtained.

Manufacturer narrative:
No contact details for the reporter are available, and records show that the complainant has not attempted to reach out to report this event despite the social media monitoring agency providing them with ulthera's contact details. The provider mentioned in the post was contacted twice by phone, the first time with the patient's initials (14-feb-2019) and the second with the patient's full name (18-feb-2019), and was not able to confirm treatment or knowledge of the patient. As additional information was not obtained, device identification, device evaluation, and support log review cannot be performed. The report contains no allegation of a malfunction and one cannot be confirmed. There is not enough information to confirm whether a device caused or contributed to the event. The report of "dent" was captured as tissue damage for the patient problem code in the interest of capturing the reported issue but in the absence of a formal diagnosis. Should additional information regarding this event become available, a supplemental medwatch will be filed.

Event description:
A social media monitoring agency reported via e-mail on 2/5/2019 that a patient alleged "ultherapy caused a permanent dent near my eye. I won an (B)(6) value door prize from (B)(6) dermatology and left with zero results and a noticeable dent" via (B)(6) post. No further information was obtained.